Event description:
Customer reported using f-cm, m-minic with icentral. Icentral has issued white-, two yellow- and red alarm (audible and visible) regarding apnea. Customer has silenced alarm (audible) via icentral. Per customer, monitor did not provide further alarm (apnea) until brady alarm. Patient was reportedly resuscitated. Investigation/conclusion: the unit operated as designed. The s/5 anesthesia monitor audible apnea alarm is performed after pressing "silence alarms" key as specified: the status alarms are silenced until a 'no alarm' condition has persisted for a specific time or new signals detected (e.g. Apnea: 5 breaths within 2 min, no transducer: transducer present etc.). When the silence period is over the limit, alarms start alarming according to their priority level e.g. Asystole and arrhythmia alarms from arrows. The apnea silencing logic is described in the user's guide.